Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 11-apr-2015, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 25-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative (rep) regarding a patient¿s implantable neurostimulator (ins). It was reported the lead pulled from the epidural space. There were no known contributing external factors. An x-ray confirmed the event and surgery was being planned. No patient symptoms were reported.